Event description:
It was reported that the patient lost their personal diabetes manager (pdm) and had no form of backup insulin delivery. The patient went into hyperglycemia and was feeling dizzy and nauseous. The patient's blood glucose levels reached 14.9 mmol/l (268.2 mg/dl). The doctor advised the patient to wait at the emergency room (ER) until the new pdm arrived. The patient was treated with insulin through intravenous therapy. The pdm arrived at the hospital the same day and the doctor helped the patient install and set up the new pdm. The patient was released from the ER after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.